Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported error code 242.4030. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced air in line due to 242.4030 error and iui right side. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 04nov2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the moog ail kit (242.4030 error). A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA.

Event description:
The customer reported error code 242.4030. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported error code 242.4030. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the moog ail kit (242.4030 error). This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced air in line due to 242.4030 error and iui right side. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 04nov2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported error code 242.4030. There was no patient involvement.